Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Customer reported a low drain volume alarm. Per the call script the assignable cause was determined to be air in patient line. As a sample was not available for evaluation and the patient did not describe any type of use error that might have caused the alarm, the complaint could not be confirmed. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) went through troubleshooting steps with the home patient (hp). The hp stated that there was air in the patient line. The tsr assisted with ending therapy and advised the hp to call his peritoneal dialysis nurse to talk to her about therapy options since he states that it's too late to set up again. No patient injury or medical intervention was indicated at the time of the initial report.